Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the ventilator, as a precautionary measure, due to constant alarms. The covidien customer service engineer (cse) reported to have found a loose exhalation filter cup. The investigation is still in process.

Manufacturer narrative:
(B)(4).